Event description:
The customer reported to olympus, the mu-1 had a broken power switch. The issue was found in the gastrointestinal lab. There were no report of delay or patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the power switch on the front was damaged with exposed internal components and the plastic cap was torn off. Additional evaluation findings were as follows: the air pressure was loose due to a worn-out air joint unit and connector socket, four suction feet on the bottom had weak suction force, the main chassis and top cover had rust inside and outside, the pump pillar, air pump metal frame, pillar support and four lock bolts were rusted and were recommended to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken power switch could not be determined. It is possible that the broken power switch was caused by damage to the power switch's protective cover. Olympus will continue to monitor field performance for this device.